Manufacturer narrative:
Date of report: 20jun2019. Date rec¿d by MFR: 13feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The power management (pm) printed circuit board assembly (pcba) was replaced to address the reported issue. After this repair, no other abnormality was found. The pm pcba was received for evaluation. Upon visual inspection no anomalies were noted. Further investigation concluded that failures of diodes d3 and d37 caused the power management board to not respond/turn on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that on (B)(6) although the power button was pressed, the power was not turned on to the device. The device was replaced with the same model. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.